Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded.the patient did not receive medical intervention.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging ongoing sinus & throat problem, small black fleckshave been in my mucusfor 2 years, reported to my doctor with no source found with one know allergy cedar related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful.the manufacturer believes they will be unable to gather additional information.the manufacturer is submitting a final report at this time.if pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d4 and h4 has been updated in this report. Section g1 has been corrected and updated in this report. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on mar 21 , 2023 and section h10 should be reported as: the manufacturer received information alleging ongoing sinus & throat problem, small black fleckshave been in my mucusfor 2 years, reported to my doctor with no source found with one know allergy cedar related to a CPAP device's sound abatement foam.the patient did not report to receive medical intervention. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were no errors found.the third-party service center concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit was scrapped. In this report, sections d9, g3,h2, h3, and h6 have been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.